Manufacturer narrative:
Complaint conclusion: it was reported that a patient in which a mynxgrip vascular closure device was used (vcd) experienced a retroperitoneal bleed. The patient was noted to be ¿ok.¿ the doctor noted that the access site stick location may have been high. Additional information was requested, but was unknown. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors may have contributed to the reported event. Bleeding is a common procedural complication and is frequently related to stick technique, multiple sheath exchanges, anticoagulation, blood pressure and/or discomfort during and after the procedure. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a patient in which a mynxgrip vascular closure device was used (vcd), experienced a retroperitoneal bleed. The patient was noted to be ¿ok¿. The doctor noted that the access site stick location may have been high. Additional information was requested, but was unknown. The vcd will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: a patient in which a mynxgrip vascular closure device (vcd) was used, experienced a retroperitoneal bleed. The patient was noted to be ¿ok¿. The doctor noted that the access site stick location may have been high. Additional information was requested, but is unknown. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿retroperitoneal bleed¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown; however the physician acknowledged the access site ¿stick¿ location may have been high. According to the warnings in the safety information of the instructions for use ¿do not use mynxgrip if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) (for arterial application) and/or above the inguinal ligament based upon osseus landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram or venogram to verify the location of the puncture site. Do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed.¿ as no lot number or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.